Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction and suggested replacing the bdu cpu pcb and gui to bd cable. Covidien was not authorized to service the device.